Manufacturer narrative:
The affected device was examined on site by dräger service. A log file was not available for the investigation. Based on the information available, the cause of the reported event could not be clearly determined. The examination of the device by the dräger service did not reveal any abnormalities. The device was tested and confirmed to be operating as per manufacturer's specifications. If the device performs a warm start during ventilation, the evita opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation continues with the old parameters. A "mv low" alarm is generated immediately after ventilation is restarted and continues until the applied volume is greater than the lower set limit value for the minute volume. The display is dark during a warm start. During a warm start, an acoustic alarm is generated with the power failure alarm. However, this is not permanently on during the entire process but is interrupted. If a warm start is unsuccessful, an acoustic alarm is activated again, and the emergency breathing valve remains open so that spontaneous breathing is still possible. The warm starts are repeated as long as the triggering error condition is still present. Manual ventilation with another device may be necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device stopped to ventilate during use. There was no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.